Event description:
During percutaneous coronary intervention (pci) and deployment of this device at the target site, the balloon would not inflate and a pin hole rupture was subsequently noted.

Manufacturer narrative:
Pci was being performed on a de novo lesion in the mid right coronary artery (rca) or 25mm in length in a 2.75mm vessel diameter. The (type b) lesion was not calcified or tortuous. The lesion was pre-dilated with an avion balloon at 10 atmospheres (atm) before attempting to deploy the 2.75x28mm cypher select stent. However, the balloon catheter would inflate only up to 10 atm. The device was removed and a pinhole rupture was noted. Another cypher select stent was used to finish the procedure. There were no adverse affects to the patient. Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This device is available for testing and evaluation but has not been received as of this writing. Additional information received will be submitted within 30 days upon receipt.